Manufacturer narrative:
The completed product investigation provided the known inherent risk conclusion code. This was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Diagnostics were performed and inspection confirmed no anomalies with the device battery or memory. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this pacemaker was explanted and replaced due to pocket erosion. No additional adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this pacemaker was explanted and replaced due to pocket erosion. No additional adverse patient effects were reported. This device is expected for return.